Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: before inserting the trocar, found a foreign material attached to cannula. Confirmed seal part was broken partially. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 03/18/2009.